Event description:
During a ptca treatment procedure the maverick otw balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a very calcified and 90% stenotic lesion in a very tortuous rca. The maverick otw balloon catheter was removed and the physician succussfully placed a gdt penta 18/3.0 stent following the maverick otw balloon rupture. Pt status is reported as 'good'.